Event description:
When harmonic ace +7 laparoscopic shears connected to generator, "replace handpiece" message was displayed. Troubleshooting of the device did not resolve the issue. Replaced with "like" handpiece with different lot number which worked without issue. FDA safety report ID# (B)(4).